Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not conclusively be determined through this investigation. Stroke and neurologic dysfunction are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to ischemic stroke. No autopsy was performed and the device was not explanted. It was reported that the pump was working properly. No additional information was provided.